Event description:
A customer reported having two phaco tips that were occluded at the beginning of surgery. No further info has been provided at this time. Pt involvement is unk. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).